Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that power error detected alarm occurred again after a previous troubleshooting. No additional troubleshooting was performed and no indication that the issue was resolved. It was also reported that the plastic ring on the reservoir compartment was loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Pump trace download analysis confirmed the pump alarmed power error (B)(4) and low battery alert. The power management tool confirmed power error (B)(4) and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, faded serial number label, corroded battery tube and minor scratches on lcd window.